Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that display controller post and aux controller unit post errors were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the main board and lcd as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited keypad sound intermittently and displayed controller post. No patient consequences were reported. No adverse effects were reported.